Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose. The customer¿s blood glucose level was 500 mg/dl and 42 mg/dl. Customer¿s other blood glucose was 140 mg/dl, 186 mg/dl, 234 mg/dl. 409 mg/dl, 525 mg/dl, 632 mg/dl and 96 mg/dl. Customer was treated with food. The customer was experienced symptoms like nausea. Customer had been using insulin pump system within 48 hours of reported high and low blood glucose event. Customer was neither in emergency room and nor admitted into hospital. Customer was performed high pressure test and it was passed. The customer also stated that they did not allege insulin pump was over delivering. Customer was uses auto mode. Customer stated that auto mode was not automatically delivering insulin at the time of low blood glucose event. The insulin pump will not be returned for analysis.